Event description:
It was reported that the short interval counts (sic) had increased on the right ventricular lead and an alert triggered. The alarm was turned off. Eight months later during a device check it was noted that there were impedance variations, short v-v intervals, and non-sustained tachycardia episodes with artifact. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Interference/noise occurred, with a ventricular short interval count v-sic of 1189 counts, in 94.65 days occurring between (B)(6) 2012. Varying resistance/impedance was noted, with weekly pace lead trend data showing varying impedance for min and max right ventricular (rv) pace impedance of 392 to 1120 ohms peak between (B)(6) 2011 and (B)(6) 2013. Oversensing occurred, with five ventricular non-sustained tachycardia episodes of less than or equal to 210 milliseconds between (B)(6) 2012. The lead integrity alert triggered. Programmer data shows one patient alert for lead failure predictor on (B)(6) 2012. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012. (B)(4).